Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 800 mg/dl. The customer had symptoms such as diarrhea, vomiting and sweating. The customer treated with customer's blood glucose value was 230 mg/dl at the time of the call. Customer was admitted into (B)(6) medical center on (B)(6) 2017. Troubleshooting was performed. The product was not returned for analysis.